Manufacturer narrative:
Device component code relates to device problem code for the evaluation findings of debris on the fiber face within the sma connector. Device component code relates to device problem code for the evaluation findings of fiber kinked. (B)(4). One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber body was kinked. Visual examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and only a small amount of light was coming through. The condition of the returned device would cause a weak aiming beam and result in insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a flexible ureteroscopy with stone fragmentation in the kidney performed on an unknown date. Reportedly, the laser unit used was a sigmacon console. According to the complainant, during the procedure and inside the patient, the aiming beam from the laser fiber was noted to be very weak after it was connected to the laser console and suddenly stopped working in less than 5 minutes of use. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was kinked and there was debris on the fiber face within the sma connector.